Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro short port blunt tip trocar port did not hold. The balloon did not hold air and so it did not hold a seal. The reported kit was used to complete the procedure. There were no patient effects. The product is not returning.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).